Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient experienced an allergic reaction following surgery on (B)(6) 2026, during which a suture anchor, biocomposite swivelock was implanted. The exact symptoms are unknown. No further information was received. *** update 30-apr-2026 - further information was received: it was reported that a patient experienced an allergic reaction following surgery on (B)(6) 2026, during which a suture anchor, biocomposite swivelock (ar-2324bcc) was implanted. Shortly after the surgery, the patient noticed skin irritation and a visible rash on the shoulder, which worsened. It is not known how the allergy was treated or whether the patient has any known allergies. Furthermore, it is not known whether a second surgery is planned. The initial surgery was successfully completed. *** update 30-apr-2026 - further information was received: in addition, it was reported by the surgeon that the patient is experiencing a generalized anaphylactic reaction with skin lesions all over her body. No other symptoms were reported, nor was the patient reported to have experienced a life-threatening condition.